Manufacturer narrative:
Internal report #(B)(4). Product not yet returned for eval.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 100 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 11:45am) with results of 149 mg/dl and 133 mg/dl. Verified storage of test strips is within spec. Test strip lot MFR's expiration date is 03/29/2017 and open vial date is 02/19/2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference. Product codes updated.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 100 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 11:45am) with results of 149 mg/dl and 133 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 03/29/2017 and open vial date is 02/19/2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.